Event description:
It was reported that the retaining post was broken off. No one was injured, there was no pt involvement.

Manufacturer narrative:
Results - retaining post. Customer evaluated the unit.